Event description:
During a thyroidectomy when the anesthesiologist began to bag the pt he noticed that the pt anesthesia circuit was leaking from several pin holes on the circuit hose. The crna replaced the circuit with a new one and it also had pin holes in the same areas of the previous circuit. A third anesthesia circuit was installed with no further leaks or problems. The pt remained unconscious during the circuit replacements and experienced no injuries. The report is being filed because a leaking anesthesia circuit if unchecked could cause the pt to awaken during the procedure potentially causing injury to themselves.